Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's sensor board, flow sensor assembly, and internal tubing were replaced to address the issue. The batteries were observed to not be charging. The device's internal battery, power supply, power management board, and detachable battery connector cable were replaced to address the issue.